Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a synthes size 2 straight pituitary device from a minimally invasive posterior instrument set was received broken. The issue was discovered outside of the operating room and no patient or procedure was involved. This report is for one (1) unknown straight pituitary device. This is report 1 of 1 for (B)(4).